Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported bend was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The reported bend and subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported that the kink was noticed while inserting the proglide over the guide wire. The proglide was not inserted into the patient anatomy. A new proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the proglide foot plate area was noticed to be kinked before use. There was no patient involvement. No additional information was provided. Subsequently, the device was returned to abbott vascular in the pre-deployed position. There was a bend on the proximal end of the sheath. There was blood on and in the device indicating use in the anatomy. A device in this condition would not have achieved hemostasis.